Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The customer confirmed that the device will not be returned to masimo to allow an analysis to be performed. If new information is obtained, or the device be returned for analysis a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported "the blood pressure readings are unreliable and deviate from the actual values by 20 mmhg." There was no patient impact or consequence reported.